Event description:
One of the paramedics brought 2 of the deroyal emt select extrication collars to show where they had broken when they were attempting to apply the collar for a patient needing c spine precautions. The blue plastic part of the collar has a break leaving a sharp edge that could potentially harm the provider and/or the patient.